Event description:
A hospital service technician informed that a nurse reported that the system screen got stuck during a procedure. While the surgeon was operating in the posterior segment, the silicone function was selected and the screen got stuck to vented gas-forced infusion (vgfi) parameter. It was not possible to come back to surgery function. The system had to be restarted to continue the procedure. Additional information has been requested but not received to date. This is one of two reports being filed for this facility. This report is for the second patient.

Manufacturer narrative:
A service visit was scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed.

Manufacturer narrative:
Evaluation summary: the system was examined. The company representative did not indicate finding any issues related to the reported event. The system messages (sms) were confirmed (via event log). The power supply was replaced as a preventive measure. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause cannot be determined conclusively.